Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2016. It was reported that the patient experienced severe pain/discomfort, inflammation, recurrence and adhesions. It was reported that the patient underwent a previous hernia repair procedure on (B)(6) 2010 and mesh was implanted. Other procedure is captured on a separate file. No additional information is provided.